Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the polyfoil pouch, hemostasis sheath, arteriotomy locator, carrier tube, and guidewire.the device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The locator and sheath are assembled. The locator tip does not appear to have any abnormalities. A kink is present near the distal end of the locator and sheath assembly. The od diameter for the locator is 0.0912. The od diameter for the sheath is 0.1162. The locator and hemostasis sheath were found to have been within the appropriate specification of 0.092'' +.000 / -.002 (as-90009732 rev c) and 0.115" +/- 0.005" (as-020942 rev.6). All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. One 6 fr angio-seal vip device was returned to terumo medical corporation. The arteriotomy locator and hemostasis sheath were assembled and contained a kink at the blood inlet holes. Therefore, the complaint can be confirmed for sheath and locator mechanical damage. The exact root cause cannot be determined. The likely cause is the components were kinked during insertion into the patient. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: after removing a parent guiding sheath (medikit), another guiding sheath (terumo, 6 fr, 10 cm) was inserted into the patient in order to begin using the angio-seal device. After replacing the sheath with the angio-seal guidewire, the assembly was attempted to be inserted. However, high resistance was felt, resulting in the assembly becoming kinked during the insertion process. The device was not used, and an exoseal (cordis) was used to continue the procedure. Despite encountering resistance, the exoseal could be inserted. Subsequently, hemostasis was successfully achieved. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The estimated blood loss was less than 250 cc.